Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient indicated that the cause of the ins not increasing was due to their recharger. They stated that they were sent a new recharger, which resolved the issue.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated for the last couple days she couldn't tell if it was working or not because the screen would just get black. Patient said they changed the battery and plugged in the recharger and put a new plug in and everything. Patient then said today they plugged it in again and it popped on and said recharging excellent but the implanted neurostimulator was just sitting at 40% and not going anywhere. Pt states shes having pain and needs to get her unit charged up. Patient had been sitting there for probably 45 minutes. Agent asked how full the battery was when they started the session and patient said 40%. Patient mentioned they talked to the representative today and they tried everything they said too. Agent advised to reset controller and after reset the controller turned on without the battery. Patient put battery back in and confirmed blinking green light. Controller was at 90% and implant was at 50%. Patient tried to start a recharge session and was seeing checking recharge quality. Patient tried again and was able to start charging with excellent quality. Agent reviewed how to turn on the stimulation. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Pt will monitor and call back if the issues get worse.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.